Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log (ehl) was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the ehl did not reveal any issues that could be related to the reported issue. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test and was determined to meet electrical performance specification requirements. The device was tested and failed the hc rite functional test, however, no issues were found that could be related to the reported event. A short simulated therapy was successfully completed. A device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. No additional information is available.